Event description:
Information received by medtronic indicated that the customer received pump error 130 - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Pump passed displacement test and the customer was advised to monitor the pump. No harm requiring medical intervention was reported. The device will not be returned for failure analysis.